Event description:
It was reported that the smiths medical pump alarmed "no disposable pump won't run". Pump settings: res vol 64.3 ml, rate:1.6 ml/hr, given: 6.3 ml. Air in line was noted. The patient was not affected. No further information available.